Event description:
It was reported that the revision surgery was performed due to the suspicion of infection 5 years and 2 months after the primary on (B)(6) 2007. The surgeon replaced the insert on (B)(6) 2012. The surgeon confirmed that the marking of the impinge at the anterior site of the insert post. He thought that the abrasion powder caused the infection. The full extension is -7.5 degrees just after the primary op. But, just before the revision op, hyperextension and anterior impinge was confirmed. The surgeon needs the abrasion investigation of the post and the surface.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 81-4406l, lot# y6jmkd, description: scorpio nrg ps femoral #6 left; cat # 7115-0005, lot# 153mmd, description: series 7000 standard tibia; cat# 73-0510, lot# h5169las197, description: scorpio m-dome patella. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.